Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a change to a 23-inch 6 mm infusion set, the patient experienced elevated blood glucose that peaked at 287 mg/dl and remained above 180 mg/dl for approximately 4 to 5 hours, with no device alerts for prolonged extreme hyperglycemia and with stabilization later following a supply change and site check showing no abnormalities. Symptoms included fatigue without loss of consciousness or diabetic ketoacidosis, and ketone testing was negative. Outcomes included no hospitalization, no professional medical intervention, and no use of back-up therapy, with caregiver assistance provided due to the patient being a child. Investigation included troubleshooting and education with the caregiver and review of device performance as reported by the user. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the transient hyperglycemia following an infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.